Manufacturer narrative:
Initial and final (B)(4) device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient faced hyperglucemia caused by the occlusion issue. The blood glucose level was high and the patient was treated with injection. Patient stated that hair was not removed at the insertion area. No further information available.